Event description:
The patient implanted for non-malignant pain reported that it would zap her. The event date for the zapping was noted to be (B)(6) 2013. It started right after implant and she thought that was just how stimulation worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.